Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.

Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: bradycardia and hypotension. It was reported that during a stenting procedure of a mildly calcified lica, after stent deployment, the patient experienced bradycardia and hypotension. A temporary pacemaker was inserted and dopamine was administered. Stop date for the bradycardia was in 2007, and for the hypotension was one day prior. The patient was discharged to home four days later. The prolonged hospitalization was not related to the above mentioned symptoms but to other non stent or procedural complications. No additional information available. Study event